Event description:
It was reported that the patient presented remotely via merlin.net. The implantable cardiac monitor (icm) was under-sensing. No interventions were reported. The patient was stable.

Event description:
It was reported that the patient presented remotely via merlin.net. The implantable cardiac monitor (icm) was under-sensing. No interventions were reported. The patient was stable.